Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) went from middle of life 2 (mol2) to elective replacement indicator (eri) in a shorter time period than expected. In addition, the ICD reached end of life (eol) in less than two months after eri was reached. There is a concern that the battery depleted earlier than expected. The ICD was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the ICD has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
As of today, this ICD has not been returned for laboratory analysis. Attempts to obtain any additional information pertaining to this device's return have been unsuccessful. As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated should further information be provided.

Event description:
---